Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields h6 and h10. Corrected fields: e4 and h6 (type of investigation) added 10 - testing of actual/suspected device. Information was inadvertently not included on the initial medwatch. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused the charged-couple device (charged coupled device) unit to be damaged. The damage charged coupled device likely caused image issues. The event no image can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image when using angulation during preparation for use for a therapeutic suctioning phlegm procedure. Upon inspection and evaluation, intermittent image due to faulty cable unit. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) . The device was returned to olympus for inspection, and the customer's reported issue ¿no image when using angulation¿ was confirmed. The following findings were also noted during device evaluation: there was depression in the insertion tube and the contact pin of the video connector was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.